Manufacturer narrative:
Investigation ¿ evaluation: it was reported to cook that a quick-core coaxial biopsy needle set that when trying to remove the coaxial needle it was completely stuck and the user had to pull the entire device out. A needle holder had to be used to untwist the inner stylet. This incident was reported by caboolture public hospital, in australia. Further communication with the user facility clarified that the device is not available for return and that there were no adverse effects. This complaint was opened for a previously unreported incident. A review of the complaint history, device history record, instructions for use (IFU), and quality control of the device were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Therefore, no visual inspection was performed. However, a document-based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Although inspection steps are in place related to this failure mode, a project was opened to further investigate/address this issue. The product labeling and instructions for use (IFU) related to the reported failure mode were reviewed. Relevant sections include: instructions for use ¿1. If using the coaxial needle, insert the coaxial needle to the border of the lesion. 7. To remove tissue specimen, pull back on the plunger until a firm click is felt. This indicates that the cutting cannula is locked into position. Push stylet forward to expose specimen within the notch, and remove tissue.¿ the device history record (DHR) could not be reviewed as no device lot number was provided. A complaint database search also could not be conducted on the complaint lot. A sales shipment search was completed but a lot number could not be determined. Adequate inspection activities have been established and there is objective evidence that the DHR was fully executed, therefore it was concluded that there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, no returned product for visual inspection, and results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 01may2020 indicates there were no adverse effects to the patient.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required the use of a quick-core coaxial biopsy needle set for an unknown procedure. The operator reported that they were unable to unscrew the coaxial needle from inner stylet using their hands and had to use a "needle holder" to separate. The operator reported "this has happened before." Additional information regarding the event and patient outcome has been requested but is currently unavailable. (B)(6) captures the event where operator had to use needle holder to unscrew coaxial needle. (B)(6) (this event) captures the operator reporting this has happened previously.